Manufacturer narrative:
(B)(4) initial report. Additional information and the return of the reported device has been requested and upon receipt, will be reviewed at corin. Details of this review shall be provided in a supplemental report upon completion of the investigation. The relevant device manufacturing records shall be identified and reviewed.

Event description:
During surgery, a unity pin broke in the patient's bone. The broken part was able to be recovered.

Manufacturer narrative:
Per -1598 final report. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Corin has not received any other reports relating to device breakage on this batch. The information provided for this event was limited and thus the root cause of this event could not be determined and no further investigation can be conducted. However, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During surgery, a unity pin broke in the patient's bone. The broken part was able to be recovered.